Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The customer indicated there has been no recurrence of the reported malfunction, there are no other problems, no anomalies were noted in the system logs and that the user facility will monitor the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured with no repair history in the last year. As a result of the investigation, the failure of the device likely attributed to the cancellation of the procedure, and that the cause of the reported malfunction may potentially be with the scope rather than the processor but was not confirmed due to no return. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite video system center had stopped working without error code during surgery. There was a five minute delay due to a bed transfer to another room. The procedure was completed with another device of the same model. No additional sedatives or anesthesia was required. There were no reports of patient harm. Related patient identifiers are (B)(6).